Event description:
During a skin graft procedure, the device broke outside the pt, a new like device was opened to complete the procedure with no harm or delays for the pt.

Manufacturer narrative:
The failure of this instrument was likely a broken jaw, caused by excessive force exerted by the customer during use. The IFU warns against this misuse in the cautions section as follows: excessive squeezing force on handles can lead to failure of forceps jaws. Damage is due to user error and mishandling.